Manufacturer narrative:
This case was initially received via regulatory authority ((B)(4) on 29-apr-2020. The most recent information was received on 25-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menstrual disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps on (B)(6)2020. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menstrual disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menstrual disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.